Event description:
It was reported that while demonstrating a device, an automated guided reset was needed. The device was reset. No patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.